Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter facility: drug & food control pharmaceutical & herbal medicines registration & control admn. Device evaluated by MFR? A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ syringe with bd precisionglide¿ needle had foreign matter on the syringe. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: three photos were received and evaluated. The photos depicted a plunger rod with stopper attached. A small amount of what appeared to be silicone was visible on the stopper surface. The amount observed was a normal amount that could be expected for this product per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The reported defect was not identified in the samples received. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant.

Event description:
It was reported that bd luer-lok¿ syringe with bd precisionglide¿ needle had foreign matter on the syringe. No serious injury or medical intervention was reported.